Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how much blood was lost (ml)? Did the patient require a transfusion? Was the post-operative care for the patient changed as a result of the event or prolonged surgery time? Blood loss amount unknown. No blood transfusion necessary. A photograph was reviewed and it is possible that staples from a previous firing that were not flushed out properly, crotch staple from a previous firing, a clip, or some other hard object was trapped between the jaws and advanced during firing resulting in the complication.

Event description:
It was reported that during a laparoscopic band to sleeve procedure, in the fifth firing of sleeve, surgeon was firing the device near capsule and reload didn't perform. Tissue was cut and severe bleeding ensued. Some staples were deployed and not properly formed. Some were still in cartridge. Metal tray at bottom of cartridge was also loose upon examination. Sutured tissue closed and surgery took an additional two hours.

Manufacturer narrative:
(B)(4).

Event description:
Operative report attached. In addition, the report was reviewed by ethicon medical director, his comments were as follows: a proper choice of utilizing a black cartridge was made due to the previous band placement and attendant scar tissue. The fact that the device "failed on both sides" indicates that the tissue may have been too thick for even the black cartridge. The resulting abcess may have been secondary to the contamination present during the recovery from this event.

Manufacturer narrative:
(B)(4). A photographic image was received for analysis. Based on review of the image, it is possibly that staples, clips or something hard was trapped between the jaws and advanced during firing resulting in the complication. However, no definitive conclusion could be reached.

Manufacturer narrative:
(B)(4): damaged one piece sled, damaged cartridge, cartridge pan separationthe manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Upon evaluation, the cartridge body, the one piece sled, and several drivers were found damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object.